Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was kicking them out of auto mode every night between one and three o'clock in the mornings for the past 10 days. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the lows. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump is over delivering insulin. Troubleshooting was completed and the pump passed a displacement test, but the issue was not resolved. The customer's pump date was off by a day. The insulin pump, reservoir, and set will be returned for analysis. Ozp-mmt-7020-snsr, unomed set.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. No delivery anomalies noted during testing. Device functioning properly. (B)(4).